Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are not able to turn the stimulation down patient stated it has been very painful for the past 2 days. Patient stated they have had the same screen on their controller for the past 2 - 3 days. Pt stated they cannot read the screen very well. Pt stated they cannot get their program settings to come back up to make an adjustment.  Pt stated they can not tell if the ins is charged, but patient states they feel like the ins is on, and pt again stated that they need to turn it down because it is hurting. Patient was instructed to turn their ins off. Agent walked patient through removing the battery pack and plugging the controller into the ac power cord; patient verified the controller powers up. Patient put the battery back in and verified the green light is flashing on the controller. Patient tried to connect to the implanted neurostimulators but the controller is showing "no device found" patient connected the recharging antenna cord and saw "no device found" pt is trying passive recharge mode. Patient reported seeing the numbers in the 30s and 40s. Patient is trying to position the paddle over the ins but cannot get the numbers above 40s. Pt verified the green light is flashing on the controller. Pt was able to get to passive recharge mode but was not able to connect to charge on the call. Pt was instructed to follow up with their hcp about these issues. Pt stated they are so frustrated with this process and stated they will contact their hcp to talk about having the ins removed.